Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's dexcom device failed to issue alerts for low blood glucose levels. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation of a loss of connection could not be confirmed. A root cause could not be determined.